Event description:
It was reported that when the patient presented for a follow-up, episodes of ventricular fibrillation due to noise was observed. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.